Manufacturer narrative:
The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a severely scratched display window. The insulin pump passed the self test. No missing segments or partial display was noted. No broken case was noted.

Event description:
It was reported that the insulin pump had a partial display. The blood glucose reading was 238 mg/dl. The customer stated that a couple of pieces had fallen off from the insulin pump, including the belt clip. He also observed that for the past 2 or 3 weeks, the screen had been checkered on the top-middle area. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.